Event description:
It was reported that during a peripheral therapeutic procedure, a .035" altatrack guidewire was used in a fevar procedure. During navigation in the right renal artery, resistance was encountered and unable to advance; therefore, the altatrack guidewire was swapped with a non-philips guidewire. The non-philips guidewire was advanced further into the right renal artery, and using angio, a dissection was noted. The physician believes the dissection was caused by the altatrack guidewire. The physician then continued to cannulate the left renal artery with a non-philips catheter over an altatrack guidewire, but resistance was noted. Thus, the altatrack guidewire was swapped with a non-philips guidewire. Angio was performed in the left renal artery when a dissection was noticed. The physician was unsure which guidewire caused the dissection. Both dissections in the left and the right renal arteries were treated successfully with various types of stents. The patient was fine and discharged 3 days post procedure. This adverse event is being submitted because the altatrack guidewire may have caused a dissection, and required stent placement.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Study name - fors learn. The altatrack guidewire was discarded and not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.